Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump to transmitter. The customer reported low blood glucoses. The event involved product(s) mmt-1780kpk. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1780kpk was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test. Pump communicated and calibrated properly with test guardian link transmitter. P- cap was inserted and properly locked into place, however, it was noted as damaged due to cracked retainer. Unit was successfully downloaded using thus. No unexpected alarms, alert, anomalies noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly and force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, overlay scratched, cracked keypad overlay, missing display window cover, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, cracked reservoir tube lip. No unexpected alarms, alert, anomalies noted during testing. Unable to confirm low bg anomaly during testing. No communication pump to transmitter is not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.